Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2024. H6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a lower segment cesarean section under spinal anesthesia on (B)(6) 2024 and suture was used. The patient entered the operating room at 7:27 and underwent a lower segment cesarean section under spinal anesthesia. The surgery began at 7:54 and the fetus was delivered at 7:57. After the fetus was delivered, the doctor sutured the uterus. Due to weak uterine contractions, the mother underwent uterine artery ligation surgery. When the doctor used the suture to tie the knot, the suture broke and a new suture was added to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). After investigation, the patient was a 38-year-old woman who underwent lower uterine segment cesarean section under spinal anesthesia in hospital on (B)(6) 2024. Due to the patient's uterine atony, the surgeon used suture for uterine artery ligation during the operation. The suture broke when knotting. The surgeon immediately replaced a new suture for re-sewing. The subsequent operation went smoothly. This event led to an increase of about 50ml in the patient's intraoperative bleeding and re-sewing, and the patient's current condition was stable. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo review: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle/suture used in surgery, the suture can be seen broken. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.